Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that he had disconnected from the patient line, fell asleep and reconnected after the drain started. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp) reported that he had disconnected from the patient line, fell asleep and then reconnected after the drain started. The technical service representative (tsr) explained the alarm to the hp and advised to start over with new supplies. During a follow up with the nurse regarding the alarm, the nurse stated that the hp had not informed her of the alarm, however, the nurse added, the hp was seen in the clinic on (B)(6) 2010 . Per nurse, hp is fine and continuing therapy, and assured that she would re-train the hp. The nurse stated that as far as she knows, hp did not report of any defects on any of the dialysis supplies. Per nurse, the hp did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.